Event description:
It was reported that during an unknown procedure, failure occurs when shooting brackets, does not seal properly. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(6). Information is unavailable; device was not returned for evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested: what type of procedure was the device used in? What confirmation was received that the device fully fired? Did the device staple? If the device stapled was the staple line fully circumferential around the target tissue? Were there staples seen in the surgical field? If the device stapled what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut was the cut line fully circumferential around the target tissue? Was there a leak? If there was leak how was the leak resolved? How was the case completed? The lot number that was provided (mh55y) is invalid (missing a number). Please confirm the lot number.